Event description:
Healthcare professional reported a patient was injected with 1 ml of [unspecified] juvéderm® voluma¿ in each cheek. Four days later, patient experienced swollen lymph node beneath the mandibular angle.

Manufacturer narrative:
Correction to g.6.: type of medwatch report was sent on the initial medwatch as 15 day and initial. The correct type of medwatch should be initial as the affected device is not a combo product.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1 ml of [unspecified] juvéderm® voluma¿ in each cheek. Four days later, patient experienced swollen lymph node beneath the mandibular angle.